Event description:
Patient presented to the physician with acute swelling of the right neck on (B)(6) 2021. Physician prescribed an antibiotic and did not attribute swelling to inspire. Patient presented back to the physician (B)(6) 2022 due to past issues with neck swelling and lack of efficacy and requested removal of therapy. Physician brought the patient into the or and removed the system.